Event description:
The angiosculpt device was used where the lesion had 3 stents (6x12 and 7x12 luminexx, and a 7x10 smart stent), all overlapped in total length of 30 cm. The angiosculpt device was inflated to 6 atmospheres (atm) for 120 seconds partially outside the stent and then inside the stents from distal to proximal 5 times at 14 atm. During removal, the angiosculpt device had some resistance when pulled through the guide catheter. When removed outside of the body, it was found that the blue tube at the distal tip was hangnailed at 3 points. The physician wanted to replace the angiosculpt device, but there were no more on site, so he inserted the same angiosculpt device into the artery and inflated multiple times. The procedure was completed with good run off and no thrombus.

Manufacturer narrative:
Pt info is unk. The hospital declined to provide the pt info. Three angiogram cds were rec'd for eval. The angiograms showed three self-expanding stents placed in the left superficial femoral artery (sfa) which demonstrated in-stent restenosis (isr). There is no evidence of a distal bond peel (hangnailed) since the distal tip is not radiopaque. The angiosculpt device appeared to function normally upon inflation. The isr of the sfa was improved after the use of the angiosculpt device. The angiosculpt device was returned for lab analysis. Visual examination confirmed the distal bond peeled, but all leaflets were present. The angiosculpt device was inflated to 8 atm, at this pressure an uneven scoring element alignment and a slightly lifted scoring element was observed. Upon inflation from 8 to 10 atm, no movement of the scoring element ring was noted. There was no detachment or separation of any portion of the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.